Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was set to "high" on 2023-11-07, and all cgm alerts were logged as "true" (on) until 2023-10-03. Body weight was initially set to 172 on 2023-10-03, changed to 170 on 2023-11-30, and changed to 163 on 2023-12-28. The last cartridge and infusion set change operations were found on the review date at 6:49am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs shows no data matching the event description on the reported date of 2024-01-12. Review of the ilet report of the two-week period up to the reported date shows the ilet was performing as intended and achieving an average of 76% time in range (70-180 mg/dl), 2.4% time low (54-69 mg/dl) and 1.5% time very low (< 54 mg/dl). The report shows a pattern of hyperglycemia following hypoglycemia, indicating the ilet user is likely using too many carbohydrates to treat their low bg levels. Additionally, the user is on the lower cgm glucose target, which may contribute to the glucose variability seen on days when the user overtreats hypoglycemia as the ilet responds to both rising and falling glucose levels. The user's report of taking glucose tablets in anticipation of going low before bed may have contributed to their hypoglycemia, as the glucose tablets may have caused their glucose to stabilize or rise slightly, allowing for additional insulin delivery, which could potentially worsen hypoglycemia later. Users are trained not to use glucose tablets in this scenario during their training visit. No evidence of device malfunction was found in the engineering logs. The reported event date found multiple cgm transmitter connection losses with the cgm transmitter being listed as "offline" from 2:40pm through the end of logs. Bg-run was seen being initiated and was providing basal deliveries based on the last valid cgm glucose reading received. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the ilet report, and the device logs shows the ilet device was performing as intended and no malfunction was identified. The user's behavior around treating hypoglycemia may have contributed to their glucose variability and potentially exacerbated this hypoglycemic event. However, without ilet data from the reported date matching the event description, or the correct date of the event, we cannot further specify any probable assignable causes.

Event description:
On 2/15/24 a beta bionics employee was made aware of an online article containing an ilet user's review of his experience on the ilet. The article mentioned the user experiencing a low blood glucose (bg) event with loss of consciousness and seizure. On 2/19/24 beta bionics customer care called and followed-up with the user. The user reported the low bg event occurred on 1/12/24. The user stated he thought the reason for this low bg event was due to a high bg level he had after dinner and the ilet overcorrecting and bringing his bg levels low. That evening, prior to going to sleep, the patient looked in the algorithm steps to see his insulin on board. The patient thought the insulin on board was too much for him, so he took glucose tablets in anticipation of going low then they went to bed. As the user was sleeping, he experienced a seizure and was administered a glucose nasal spray by his wife. After administering the nasal spray, the wife called emergency services (emt). The user also stated they took glucose tablets. By the time the emts arrived the user's bg was coming back into range and no action was taken by the emts aside from testing the user's bg levels. The user does not remember how low his bg level reached, but guessed it was around 30 mg/dl. The user confirmed he was never admitted to the hospital. The user also stated he did not disconnect from the ilet and remained connected through the entire event.